Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device recharge. The reason for call was patient reported that for the past week they have been having issues charging their implanted neurostimulator and system problem rm03 continues to display while charging their ins. Patient stated that the recharger is not making a good connection between the controller and the implant and toggles between recharging excellent and poor recharge quality without them moving the paddle. Pt also stated that it's taking much longer to charge the ins and said that it takes two full charges of the controller to charge the ins 100%. Caller did not have their external equipment with them during the call therefore, agent was unable to collect the serial number of the recharger or perform troubleshooting. Pt will call back at a later time with the external equipment present. Caller also mentioned that their recharger cord was replaced about a year ago. Patient called back with equipment present for troubleshooting. Patient repeated previously documented information and added that the recharger paddle had gotten a "little warm" last night. Patient noted this may have been because they pulled their shirt up and had the paddle directly against their skin. Patient confirmed no visible damage to the controller port or battery compartment and noted a small wear mark on the battery pack. Patient described the outside portion of the recharger cable as having a little "pucker." Agent sent request to repair for replacement recharger.

Manufacturer narrative:
H6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the reportmedtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n (B)(6), revealed batteries low replace controller batteries soon message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n [(B)(6)], revealed passed bench test, tested ok, white arrow is rubbing off. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.